Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alarm. There was no reported impact to customer's blood glucose level. No additional information regarding the alarm was provided by the customer.